Event description:
The patient called animas on april 7 alleging that she changed the battery after a replace battery warning and the pump did not give her a low battery warning prior. When she changed the battery the pump started rebooting without user intervention. She looked inside the battery compartment and found corrosion. She denies that the pump was exposed to water and said there was no pump trauma. The battery cap was able to be secured to resistance. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/18/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2012 with the following findings: there was corrosion found inside the battery compartment and the battery cap was stripped, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap would not secure to the pump causing power rebooting issues. A review of the black box shows evidence of rebooting on (B)(6) 2012. The pump alarm history shows a 'low battery' warning on (B)(6) 2012 at 3:02pm, followed by a 'replace battery' alarm (B)(6) 2012 at 7:07pm. The time and date was manually reset to (B)(6) 2012 at 6:00pm and then another 'replace battery' was noted in the history. A new test battery cap was used for testing purposes. The pump was exercised for 24 hours with test battery cap with no power issues. The pump was successfully paired with the test meter. A normal 10 unit audio bolus and a 10 unit bolus using the meter was successfully performed and accurately recorded in the pump history. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a leaking display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.